Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor could not communicate during in vitro testing, and the review of the in-vivo data revealed an unacceptably low ref on channel, which therefore confirmed the customer complaint, potentially caused by a damage of the asic. The system's self-test functions worked normally by disabling the sensor due to the detected performance failure and by triggering an early sensor retirement alert, ec1. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. D9. Device available for evaluation? Yes, device received on 03 oct 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.